Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, customer tested a patient sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 presumptive positive. This was reported to the doctor. Patient was symptomatic. Customer changes gloves between samples and wipes counters with saniwipes between samples. Customer cleaned instrument on (B)(6) with a fresh 10% bleach solution and 70% ethanol and ran 4 blanks with a new bottle of saline on xpert xpress sars cov-2 on (B)(6) 2022. All 4 blank tests resulted in sars cov-2 positive. Customer has halted testing for now. Negative qc ran with a zeptometrix control on (B)(6) 2022 came up negative for sars cov-2. Update 16-jun-2022, customer performed two blank cartridges with vtm that resulted negative with no amplification. No additional cleaning of instrument was performed. Customer stated saline used for previous blanks was sterile saline in 3ml bullets. Review of the patient test result shows e target detection only with moderate-late CT value. Target and spc amplification and epf appear normal for CT value. No evidence of product malfunction. Blank vtm controls were run and were negative. However, these were not wipe test samples, just blank vtm. So, this does not necessarily rule out contamination of the workspace, sample prep area or ppe at time of questionable results, as evidenced by the saline results. However, this does suggest that this is not a lot issue or instrument/module contamination, as negative results have been reported on multiple modules and using the same lot. Given the saline results, the likely root cause is contamination, however due to patients being symptomatic, it is possible that some are true positives and should be retested if needed to confirm diagnosis. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, customer tested a patient sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 presumptive positive. This was reported to the doctor. Patient was symptomatic. Customer changes gloves between samples and wipes counters with saniwipes between samples. Customer cleaned instrument on (B)(6) with a fresh 10% bleach solution and 70% ethanol and ran 4 blanks with a new bottle of saline on xpert xpress sars cov-2 on (B)(6) 2022. All 4 blank tests resulted in sars cov-2 positive. Customer has halted testing for now. Negative qc ran with a zeptometrix control on (B)(6) 2022 came up negative for sars cov-2. Update 16-jun-2022, customer performed two blank cartridges with vtm that resulted negative with no amplification. No additional cleaning of instrument was performed. Customer stated saline used for previous blanks was sterile saline in 3ml bullets.